Manufacturer narrative:
Additional information was received which indicated that the patient fully recovered (no residual effects). The patient has been discharged from the hospital on (B)(6) 2026. The patient weight was reported. Therefore, section a4 has been updated. It was also indicated that there was one transseptal puncture site performed during the procedure. The concomitant section was updated as the product code for the generator and pump were provided. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31759440l and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial tachycardia (at) ablation procedure with a qdot micro catheter and the patient experienced cardiac tamponade which required prolonged hospitalization. Initially, the report indicated that after the octaray catheter was connected, it was not recognized. The spu was restarted. The cable was replaced. However, the issue continued. The issue was resolved by replacing the octaray with a new one. The recognition issue is not MDR reportable. Then, after 37 ablations with the qdot micro catheter were completed, the patient¿s blood pressure decreased. The cardiac shadow motion was poor, and the soundstar eco catheter then revealed pericardial effusion. Pericardial drainage was performed. Protamine was administered. Hemostasis was confirmed. Subsequently, the patient returned to the intensive care unit (ICU) and remained under observation. The physician's opinions on the relationship between the event and the product was that the cause of the cardiac tamponade was unknown. However, the physician considered that the event might have occurred during ablation in left atrium (la) since the pericardial fluid was arterial blood. Extended hospitalization was reported. The ablation was performed before cardiac tamponade was confirmed. No steam pop was confirmed. The irrigation catheter¿s flow rate was at default settings. The contact force (cf) monitoring methods were dashboard, vector, and visitag. The coloring setting for visitag was tag index. The additional filter for visitag was fot. Patient¿s medical history noted was dextroposition of heart. Additional information received indicated that the outcome of the adverse event was improved. The number of performed ablations was 37 ablations with radiofrequency (rf) energy. The catheter exchanges during the procedure were: octaray was exchanged once, the qdot and soundstar, and one catheter was used for each. Confirmation was received that poor cardiac shadow motion was found after 37th ablation using the qdot catheter.